Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6) male patient in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. Review of the device's activity logs indicate that the device performed to specification. Review of the device activity logs does show evidence to suggest motion artifacts likely secondary to the continuation of chest compressions during analysis. Further review of the activity log also indicated that it was not until after the "shock advised" prompt, that compressions appear to have been halted. Once halted, the rhythm shows asystole, and a shock was delivered based on the prior analysis. Therefore, this claim is being closed as device meets specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.